Event description:
General report received of an unspecified number of undocumented incidents of no flow. The tubing sets were primed with unspecified solutions and the male adapters of the tubing sets were connected to luer access adapters. It was reported that after the luer access adapters were connected directly to the pt's vascular access devices, no flow was noted. The luer access adapters were removed. The tubing sets male adapters were connected directly to the pt's vascular access devices and the therapies were initiated. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices involved in the report were sent to maximus. This report represents all the info known by the reporter upon query by hospira personnel.